Event description:
It was reported that the cath lab tech found a used proglide device in a biohazard bag in the cath lab. There was no other information as to if there was an issue with the device or not. The plunger was not in the device in the bag. Analysis of the returned device found that the link was separated. No additional information was provided.

Manufacturer narrative:
The device was returned for evaluation. The insufficient information was observed as link separation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.